Event description:
Attorney alleges patient had spinal cord stimulator implanted in the 1999, after suffering a work-related injury. In 05/2003, the battery in the stimulator was replaced. Additional surgery to replace the stimulator was required in 2004 because of the leads. The device was explanted but not returned to the MFR for analysis.